Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device did not work anymore was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device fell apart ¿ unattached. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the quick coupling device fell apart ¿ unattached, the k-wire settings could not be changed, the device had a worn bearing, a worn seal, component damage, and the etching was illegible. It was further determined that the device failed pretest for general condition, markings, and check cannulation of the attachment. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.